Event description:
During the review of an article titled "complete removal of vagus nerve stimulator generator and electrodes", it was noted that one pt experienced no improvement in seizure control with vns therapy. The device remained implanted in the pt for 40 months with no success. The pt's caregivers indicated that "stimulation provoked seizures," therefore, the increase is perceived to be above pre-vns baseline level. The device was explanted due to the reported lack of efficacy. Good faith attempts to obtain additional information from the primary authors have been made, but no additional information has been received to date.

Manufacturer narrative:
Article reference: martin ortler, claudia unterhofer, judith dobesberger, edda haberlandt, eugen trinka. "Complete removal of vagus nerve stimulator generator and electrodes." Journal of neurosurgery: pediatrics, feb 2010, vol. 5, no.2, pages 191-194.